Event description:
It was reported that the patient received an electrical shock when inspecting the power cables for the patient electronics device. The unit was replaced and there were no adverse consequences to the patient due to the shock.

Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of unit revealed no discrepancies or discernible damage. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.